Manufacturer narrative:
The customer¿s complaint of chemo leakage during an infusion could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported chemo leaked from the IV set onto the floor during an infusion. There was no report of patient harm.